Event description:
It was reported to resmed that an astral device displayed a total power failure alarm accompanied by safety reset alarm while the internal battery indicator was 90%. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, the alarm could not be reproduced. Performance testing revealed an error message (sf140) related to alarm priority and error message (sf82) related to the alarm system. Visual inspection of the main circuit board revealed an electrolyte leak on the super capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported total power failure alarm was due to an intermittent signal between the battery and main circuit board while sf140 and sf82 were due to a leaking capacitor on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm while the internal battery indicator was 90%. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available a supplemental report will be submitted. Resmed reference #:(B)(4).